Manufacturer narrative:
Results, conclusions: are based on user facility info; in reference to the unused returned & reserve samples tested. The involved device is not available for eval. An unused sample was returned by the user facility for eval. The returned unused sample plus retained samples from the reported lot, the previous and subsequent lots were visually examined and tested for both retention force of the needle cannula to the hub and for breakage of the steel cannula according to iso (B)(4). No defects were observed. In addition, all samples tested were confirmed to meet the performance specs for both joint strength and for resistance to breakage. The device history record did not indicate any production related problems. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause for the reported separation of the needle from the hub cannot be definitively determined based upon the available info, there is no indication that the event was related to a pre-existing device defect. All available info has been placed on file in qa at the mfg facility for appropriate tracking, trending and f/u. (B)(4).

Event description:
The user facility reported that the needle became detached while administering an injection. Add'l info that was provided by the user facility included the following: the physician was injecting medication in the uterine cervix to establish a para-cervical block; the metal needle became detached from the plastic hub during the injection; the procedure was aborted and the pt was transported to the hospital for eval; imaging confirmed that the needle was embedded in the cervix; subsequently, the detached needle was removed by surgery.